Event description:
Pt's diabetic counselor reported the pt has too high of a blood glucose level and thinks the infusion device gives the insulin bolus incorrectly. The diabetic counselor will meet with the pt next week. Diabetic counselor stated the pt always checks the infusion device history after a bolus. No blood glucose level was provided. Pt's normal blood glucose level was not provided. Treatment received was not provided. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.